Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm. Customer stated that the insulin pump was not working and it had a black circle on the screen. Customer stated that the insulin pump went to do a self check and then turned off. This occurred repeatedly multiple times. Customer's blood glucose reading prior to the call was 177 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The device passed self test no spi to motor pic communication error alarm noted. The device was received with cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched and cracked display window.